Event description:
It was reported to covidien that the unit has missing segments. No pt involvement was reported.

Manufacturer narrative:
Failure investigation verified missing segments. The fault was isolated to the ui board (user interface board). The ui board was replaced.